Event description:
Equipment was tested in low flow mode-pressure0.0. High flow indicated & pressure remained 0.0-dr. Pushed on the patients abdomen and the pressure registered 04-09. Nurse was concerned as the pressure approached 12l & the patient's abdomen was obviously inflating despite the pressure reading 0.00 or 0.1. Flow continued for a few more minutes. Nurse again said she was concerned. At 17l, flow was discontinued and physician put error on 11mm trocar into the abdomen & visualized the abdomen. The insufflator was reconnected & abdomen pressured registered 13-15mm. However, it continued to insufflate the patient. It would not stop making the insuffation noise. Dr. Indicated change in patient's co-2 levels and machine was again stopped. This time the pelviscopy cart was brought in & the rest of the case was completed using the storz insuffator on the pelviscopy cartdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failed just prior to use, device failure occurred but not related to event, device failure related to patient condition, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. The device was not destroyed/disposed of.